Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, when inflating the foley catheter balloon or draining water, the balloon section exhibits unnatural movement. Water injection was possible. The balloon suddenly inflates or deflates during the inflation or deflation process, causing it to shake. Since the water can be filled and drained, asked to check whether this constitutes a malfunction or was simply a characteristic of the material.